Manufacturer narrative:
Manufacturer (B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: an investigation was performed based on the available information, but unfortunately it was not possible to conclude an root cause for this event. It seems however likely that the observed advancement difficulties are related to patient tortuous anatomy. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the access route (left) was slightly tortuous and the aorta was tortuous. The physician attempted to advance the delivery system to the target site but failed due to tortuous aorta. He replaced with another one to complete the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.